Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during open heart surgery, a magnet was placed over the implantable cardioverter defibrillator (ICD) to prevent shocks from being delivered; however the magnet moved and the ICD delivered multiple shocks for episodes in the ventricular fibrillation (vf) zone. Temporary epicardial lead wires were placed as a right ventricular (rv) lead issue was suspected. A remote transmission post-surgery showed that the ICD triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained ventricular tachycardia (vt) episodes that appeared to be noise oversensing. An interrogation the following day confirmed normal right ventricular (rv) lead function so the oversensing episodes were attributed to the use of cautery during the surgery. It was noted that no shocks were delivered in response to the oversensing. The ICD remains in use. It was further reported that post-surgery the thresholds of the atrial lead were high. The parameters on the lead were reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.